Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. The customer was provided with a warranty replacement device. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device showed a service wrench icon in the readiness display. During device evaluation, physio observed that the device had logged several event codes into its memory. The device would prompt 'abnormal energy delivery' after each defibrillation shock. The device would only provide monophasic defibrillation shocks (instead of biphasic). There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device showed a service wrench icon in the readiness display. During device evaluation, physio observed that the device had logged several event codes into its memory. The device would prompt 'abnormal energy delivery' after each defibrillation shock. The device would only provide monophasic defibrillation shocks (instead of biphasic). There was no patient use associated with the reported event.

Manufacturer narrative:
Section e4 of the initial medwatch report indicates: initial report sent to FDA ¿ blank section e4 of the initial medwatch report should indicate: initial report sent to FDA ¿ no

Manufacturer narrative:
Physio-control further evaluated the customer's device and the cause of the reported issue was determined to be due to the ferrite bead on the therapy wire harness that was resting over the h-bridge, which caused legs 1 and 16 to lift off of the h-bridge. This resulted in an electrical open circuit in resistor, designator r212. This caused the device to display a service indication and delivering a monophasic shocks.

Event description:
The customer contacted physio-control to report that their device showed a service wrench icon in the readiness display. During device evaluation, physio observed that the device had logged several event codes into its memory. The device would prompt 'abnormal energy delivery' after each defibrillation shock. The device would only provide monophasic defibrillation shocks (instead of biphasic). There was no patient use associated with the reported event.